Event description:
Reportable based on device analysis completed on 28jun2022. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous left anterior descending artery. The 38 x 3.00 promus elite drug-eluting stent was advanced to treat the target lesion but even after multiple tries, the device was unable to cross the lesion. The procedure was completed with a different device. There were no patient complications. However, device analysis revealed stent damage.

Manufacturer narrative:
The promus elite ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal struts lifted. The undamaged crimped stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.